Manufacturer narrative:
Follow-up received on 06-sep-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram showed that only right coil was in place. The consumer did not know where the left coil had migrated to. She underwent a tubal ligation around 3 years after essure insertion. Device dislocation is listed in the reference safety information for essure. Considering that there is a risk that essure insert may move along or out of fallopian tube, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. Plaintiff had an hsg (hysterosalpingogram) performed, during which she was told that only the right side coil was in place. Plaintiff was unaware of where the left-side coil had migrated to or if it remains in her body. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual and abdominal pain. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. On or around (B)(6) 2014, plaintiff underwent a surgical tubal ligation. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the hysterosalpingogram showed that only right coil was in place. The consumer did not know where the left coil had migrated to. She underwent a tubal ligation around 3 years after essure insertion. Device dislocation is listed in the reference safety information for essure. Considering that there is a risk that essure insert may move along or out of fallopian tube, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required intervention. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/ coil not in fallopian tube but in uterine cavity"), device expulsion ("currently unaware of where the left-side coil has migrated to or if it remains in her body/ coil not in fallopian tube but in uterine cavity") and back pain ("back pain") in a female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6)), ectopic pregnancy, shoulder operation, breast biopsy, ex-smoker (quit in her 20's. Prior 2 cigs per day for 3 yrs), therapeutic abortion and vaginal delivery. Patient was nonsmoker. No si or hi. Previously administered products included for an unreported indication: codeine and iud. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included alcoholic, iodine allergy, shellfish allergy (anaphylaxis) and arthralgia. Concomitant products included hydroxyzine hydrochloride (hydroxyzine hcl) for anxiety, oxycodone/apap (oxycodone w/paracetamol) on (B)(6) 2014 for chronic lumbago as well as baclofen, bupropion hydrochloride (wellbutrin xl), cyclobenzaprine, fluoxetine hydrochloride (fluoxetine hcl), hydromorphone hydrochloride (dilaudid), nortriptyline hydrochloride (nortriptyline hcl), oxycodone, pregabalin (lyrica), venlafaxine (effexor) on (B)(6) 2014 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), back pain (seriousness criterion disability), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain/ /abdominal pain (stabbing)/ pain in side (stabbing)"), depression ("depression"), fatigue ("fatigue"), sensitivity of teeth ("sensitive teeth"), pain ("body pain (emotional)") and anxiety ("worry/ anxiety"). The patient was treated with paracetamol (pain relief), antidepressants, vicodin, sertraline hydrochloride, levothyroxine, duloxetine hydrochloride (cymbalta), tizanidine hydrochloride, tramadol hydrochloride, surgery (left fallopian tube salpingectomy, left side tubal ligation on (B)(6) 2014), and alternative therapy (heating pad, bath). At the time of the report, the fallopian tube perforation, device expulsion, fatigue and sensitivity of teeth outcome was unknown and the back pain, dysmenorrhoea, abdominal pain, depression, pain and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, pain and sensitivity of teeth to be related to essure. The reporter commented: she has not sought medical treatment for alleged injuries of sensitive teeth. Following essure placement procedure, she used birth control. Identified birth control as condoms, reasons for use, failed essure. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: only right coil in place current weight: (B)(6); approximate weight at the time of essure placement: 170 (units unspecified). (B)(6) 2012- hysterosalpingogram findings, endometrial cavity, appeared normal. Right tube: no spill, essure micro insert in correct placement., left tube: abnormal spill and micro insert appears to be in uterine cavity. Successful occlusion of the right fallopian tube. Migration of the left tubal occlusion essure device in the endometrial canal. The left fallopian tube is patent. (B)(6) 2014- depression screening: interpretation moderately severe depression. (B)(6) 2016- female genitourinary: normal external genitalia. No suspicious lesions. Vaginal canal with a small amount of thin white discharge. Cervix is visualized and appears normal. Bimanual exam reveals no cervical motion tenderness, but remainder of the bimanual is inadequate due to body habitus. No obvious pelvic masses, but she is tender in the left adnexa (chronic). (B)(6) 2014- surgical pathology report: left fallopian tube, salpingectomy- fallopian tube with vascular congestion and hemorrhage. Microscopic: sections show fallopian tube with vascular congestion and hemorrhage. There is some reactive changes. No other abnormalities. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-sep-2017: pfs and medical records received. Case is now medically confirmed. Reporters were added. Patient demographic information updated. Patient's medical history, concomitant medications, concurrent conditions were added. Essure lot number 869761 added. Events back pain, sensitive teeth, body pain (emotional), perforation: fallopian tube, pelvic pain, worry/ anxiety added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/ coil not in fallopian tube but in uterine cavity"), device expulsion ("currently unaware of where the left-side coil has migrated to or if it remains in her body/ coil not in fallopian tube but in uterine cavity") and back pain ("back pain") in a female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1990; (B)(6) 1991; (B)(6) 2008), ectopic pregnancy, shoulder operation, breast biopsy, ex-smoker (quit in her 20's. Prior 2 cigs per day for 3 yrs), therapeutic abortion and gravida. Patient was nonsmoker. No si or hi. Previously administered products included for an unreported indication: codeine and iud. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included alcoholic, iodine allergy, shellfish allergy (anaphylaxis) and arthralgia. Concomitant products included hydroxyzine hydrochloride (hydroxyzine hcl) until (B)(6) 2016 for anxiety, oxycodone/apap (oxycodone w/paracetamol) since (B)(6) 2014 for chronic lumbago as well as baclofen until (B)(6) 2016, bupropion hydrochloride (wellbutrin xl), cyclobenzaprine until (B)(6) 2014, fluoxetine hydrochloride (fluoxetine hcl), hydromorphone hydrochloride (dilaudid) until (B)(6) 2014, nortriptyline hydrochloride (nortriptyline hcl) until (B)(6) 2016, oxycodone until (B)(6) 2014, pregabalin (lyrica), venlafaxine (effexor) from (B)(6) 2014 to (B)(6) 2014 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), back pain (seriousness criterion disability), dysmenorrhoea ("severe menstrual pain/ menstrual pain"), abdominal pain ("abdominal pain/ /abdominal pain (stabbing)/ pain in side (stabbing)"), depression ("depression"), fatigue ("fatigue"), sensitivity of teeth ("sensitive teeth"), pain ("body pain (emotional)") and anxiety ("worry/ anxiety"). The patient was treated with analgesics, antidepressants, vicodin, sertraline hydrochloride, levothyroxine, duloxetine hydrochloride (cymbalta), tizanidine hydrochloride, tramadol hydrochloride, surgery (left fallopian tube salpingectomy, left side tubal ligation on (B)(6) 2014), surgery (left fallopian tube salpingectomy, left side tubal ligation on (B)(6) 2014), alternative therapy (heating pad, bath) and alternative therapy (heating pad, bath). At the time of the report, the fallopian tube perforation, device expulsion, fatigue and sensitivity of teeth outcome was unknown and the back pain, dysmenorrhoea, abdominal pain, depression, pain and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, pain and sensitivity of teeth to be related to essure. The reporter commented: she has not sought medical treatment for alleged injuries of sensitive teeth. Following essure placement procedure, she used birth control. Identified birth control as condoms, reasons for use, failed essure. Plaintiff is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: only right coil in place current weight: (B)(6); approximate weight at the time of essure placement: (B)(6) (units unspecified). (B)(6) 2012- hysterosalpingogram findings, endometrial cavity, appeared normal. Right tube: no spill, essure micro insert in correct placement., left tube: abnormal spill and micro insert appears to be in uterine cavity. Successful occlusion of the right fallopian tube. Migration of the left tubal occlusion essure device in the endometrial canal. The left fallopian tube is patent. (B)(6) 2014- depression screening: interpretation moderately severe depression. (B)(6) 2016- female genitourinary: normal external genitalia. No suspicious lesions. Vaginal canal with a small amount of thin white discharge. Cervix is visualized and appears normal. Bimanual exam reveals no cervical motion tenderness, but remainder of the bimanual is inadequate due to body habitus. No obvious pelvic masses, but she is tender in the left adnexa (chronic). (B)(6) 2014- surgical pathology report: left fallopian tube, salpingectomy- fallopian tube with vascular congestion and hemorrhage. Microscopic: sections show fallopian tube with vascular congestion and hemorrhage. There is some reactive changes. No other abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jan-2018: quality-safety evaluation of product technical complaint. Entry of FDA codes, expiration date, MFR date and addition of ptc global number reference. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: fallopian tube/ coil not in fallopian tube but in uterine cavity"), device expulsion ("currently unaware of where the left-side coil has migrated to or if it remains in her body/ coil not in fallopian tube but in uterine cavity") and back pain ("back pain") in a 38-year-old female patient who had essure (batch no. 869761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 1990; (B)(6) 1991; (B)(6) 2008), ectopic pregnancy, shoulder operation, breast biopsy, ex-smoker (quit in her 20's. Prior 2 cigs per day for 3 yrs), therapeutic abortion and gravida. Patient was nonsmoker. No si or hi. Previously administered products included for an unreported indication: codeine and iud. Past adverse reactions to the above products included nausea with codeine. Concurrent conditions included alcoholic, iodine allergy, shellfish allergy (anaphylaxis) and arthralgia. Concomitant products included hydroxyzine hydrochloride (hydroxyzine hcl) until (B)(6) 2016 for anxiety, oxycodone/apap (oxycodone w/paracetamol) since (B)(6) 2014 for chronic lumbago as well as baclofen until (B)(6) 2016, bupropion hydrochloride (wellbutrin xl), cyclobenzaprine until (B)(6) 2014, fluoxetine hydrochloride (fluoxetine hcl), hydromorphone hydrochloride (dilaudid) until (B)(6) 2014, nortriptyline hydrochloride (nortriptyline hcl) until (B)(6) 2016, oxycodone until (B)(6) 2014, pregabalin (lyrica), venlafaxine (effexor) from (B)(6) 2014 to (B)(6) 2014 and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 29 days after insertion of essure, the patient experienced depression ("depression") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ menstrual pain") and abdominal pain ("abdominal pain/ /abdominal pain (stabbing)/ pain in side (stabbing)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), back pain (seriousness criterion disability), sensitivity of teeth ("sensitive teeth"), pain ("body pain (emotional)") and anxiety ("worry/ anxiety"). The patient was treated with analgesics, antidepressants, vicodin, sertraline hydrochloride, levothyroxine, duloxetine hydrochloride (cymbalta), tizanidine hydrochloride, tramadol hydrochloride, surgery (left fallopian tube salpingectomy, left side tubal ligation on (B)(6) 2014), surgery (left fallopian tube salpingectomy, left side tubal ligation on (B)(6) 2014), alternative therapy (heating pad, bath) and alternative therapy (heating pad, bath). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, fatigue and sensitivity of teeth outcome was unknown and the back pain, dysmenorrhoea, abdominal pain, depression, pain and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, pain and sensitivity of teeth to be related to essure. The reporter commented: she has not sought medical treatment for alleged injuries of sensitive teeth. Following essure placement procedure, she used birth control. Identified birth control as condoms, reasons for use, failed essure. Plaintiff is currently planning for essure removal. Date(s) of removal: (B)(6) 2014 possible removal of essure during one-sided tubal ligation. No mention of essure removal in operative or pathology reports. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: only right coil in place current weight: 200; approximate weight at the time of essure placement: 170 (units unspecified). (B)(6) 2012- hysterosalpingogram findings, endometrial cavity, appeared normal. Right tube: no spill, essure micro insert in correct placement., left tube: abnormal spill and micro insert appears to be in uterine cavity. Successful occlusion of the right fallopian tube. Migration of the left tubal occlusion essure device in the endometrial canal. The left fallopian tube is patent. (B)(6) 2014- depression screening: interpretation moderately severe depression. (B)(6) 2016- female genitourinary: normal external genitalia. No suspicious lesions. Vaginal canal with a small amount of thin white discharge. Cervix is visualized and appears normal. Bimanual exam reveals no cervical motion tenderness, but remainder of the bimanual is inadequate due to body habitus. No obvious pelvic masses, but she is tender in the left adnexa (chronic). (B)(6) 2014- surgical pathology report: left fallopian tube, salpingectomy- fallopian tube with vascular congestion and hemorrhage. Microscopic: sections show fallopian tube with vascular congestion and hemorrhage. There is some reactive changes. No other abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2018: pfs received. Reporter information updated. Updated event body pain. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.